Event description:
"Nitinol wire missing when catheter threaded into patient. Inserted & removed on (B)(6) 2014. No evidence of wire in 3 x-rays and under fluoro." On (B)(6) 2014 - per discussion with sales rep: nitinol wire did not deploy when attempting to insert in patient. Sales rep reported that clinician attempted a 90 degree catheter insertion. Attempted to advance guidewire but met resistance. Clinician attempted to deploy catheter, but met resistance. Guidewire was noted to be coiled in catheter.

Manufacturer narrative:
A lot history review (lhr) of reyg1961 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.